Manufacturer narrative:
Device came in for service and was repaired by technician. No further information is available.

Event description:
Customer reported that the device often stopped. During service, the technician found out that the safety interlock was faulty. Per inspection & test record, the following items failed the pre-test: cutter lock, safety, temperature, sound, leak (oil) and rpm.